Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that device was exhibiting under-sensing. No intervention was performed. The patient was in stable condition.